Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve replacement (tavr) performed via carotid arterial access. Seventeen studies were included in the analysis, encompassing a pooled population of 2,082 patients. Medtronic corevalve/evolut r valves were used in a portion of the studies, along with various non-medtronic valve types. The following adverse outcomes were analyzed: stroke/transient ischemic attack, permanent pacemaker implantation for heart block, pericardial tamponade, bleeding, vascular complications, and paravalvular regurgitation (moderate to severe). The authors also evaluated all-cause mortality rates. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information.

Manufacturer narrative:
Citation: sharma sp, chaudhary r, ghuneim a, et al. Carotid access for transcatheter aortic valve replacement: a meta-analysis. Catheter cardiovasc interv. 2021;97(4):723-733. Doi:10.1002/ccd.29244 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.